Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the aquabeam robotic system's treatment log files was unable to be conducted as the procedure number and procedure date are unknown. A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU) ifu0101-00, us, english, rev. E, was reviewed. 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: urethral damage causing false passage or stricture. 5.1 precautions: general: no claim is made that the aquabeam robotic system will cure any medical condition or entirely eliminate the diseased entity. Repeated treatment or alternative therapies may sometimes be required. A root cause for the reported event could not be determined. It was reported that the patient is experiencing tissue adhesion/reconnection. At this time, the only option recommended is turp to relieve symptoms, as a second aquablation therapy will not be covered due to insurance coverage limitations. The aquabeam robotic system's instructions for use list urethral damage causing false passage or stricture as a potential risks of the aquablation procedure. Additionally, the aquabeam robotic system does not guarantee the cure of any medical condition or entire elimination of diseased entity. Based on the information provided, plus a review of the DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On an unspecified date in (B)(6) 2023, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware via an inquiry from the patient that post-aquablation, the patient has extreme difficulty urinating and is back to using a catheter just like before aquablation therapy. The patient also reported that they have a large prostate and that they could not undergo aquablation therapy again and would have to do a different procedure as recommended by their physician. Procept contacted the patient and confirmed that the patient is experiencing tissue adhesion/reconnection. The patient was advised to undergo resection of the prostate (turp) surgery to relieve symptoms.